Manufacturer narrative:
Device evaluation summary: a visual examination was performed on the received balloon. The balloon was noted to be discolored, and the shell was dark blue in appearance. White particle were observed on the outer surface of the balloon shell. As the device was not received with the fill tube, a sample fill tube was used for device testing. A valve test was performed, and the flow of di water was continuous and unobstructed. An air leak test was performed, and noted the balloon was leaking from a single opening on the radius of the shell. Under microscopic analysis, the opening in the shell was noted to have striated edges, consistent with damage from a device removal tool. No particles were noted on the inner surface of the slit valve. The slit valve was noted to be discolored, and was blue in appearance.

Manufacturer narrative:
The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Device labeling addresses the reported event as follows: warnings and precautions: the physiological response of the patient to the presence of the orbera® system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. If it is necessary to replace a balloon which has spontaneously deflated, the recommended initial fill volume of the replacement balloon is the same as for the first balloon or the most recent volume of the removed balloon. A greater initial fill volume in the replacement balloon may result in severe nausea, vomiting or ulcer formation. Complications: possible complications of the use of the orbera system include: gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. Continuing nausea and vomiting. This could result from direct irritation of the lining of the stomach or as a result of the balloon blocking the outlet of the stomach. It is even theoretically possible that the balloon could prevent vomiting (not nausea or retching) by blocking the inlet to the stomach from the esophagus. Abdominal or back pain, either steady or cyclic.

Event description:
Reported as: the patient's orbera intragastric balloon was removed due to "pain, discomfort and nausea. X-ray confirmed hyperinsuflation." Device was removed and replaced.